Manufacturer narrative:
The device (part #cev114m) was evaluated and indicated that the wire was broken at the front of the jaws. Observation of the rupture area did not reveal any material or mfg defect. The blades showed signs of significant impact. The instrument sheath was damaged. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(6).(B)(4).

Event description:
The device (part #cev114m) was returned to mxi service and repair.